Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. No button error alarm. Device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding during a bolus attempt. She changed the battery and received a button error alarm. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 118 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.